Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed the heating element/coil was bent and burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. Visual inspection of the returned catheter revealed three kinks along the shaft. The first kink was observed approx. 33.1 cm from the distal tip of the device. The second kink was observed approx. 35.5 cm from the distal tip of the device. The third kink was observed approx. 58.7 cm from the distal tip of the device image analysis 1 image was returned for review. ¿image received of a closurefast device, seemingly with a significantly kinked/bent coil, consistent with the reported event. Lot number # of the device could not be confirmed based on the returned image.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast catheter during treatment of patients great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was utilized. General anesthesia was used. Transducer compression was used. Proper temperature was reached. A kink on the outer shaft of catheter was noted upon removal/withdrawal. A replacement catheter was used to complete procedure. 1 segment was treated and the vein is reported to have closed. No additional treatment required. No patient injury reported. When the device was sent for evaluation, it was noted that the heating element of the coil was removed